Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3.5 months after the dental implant and crown/abutment were placed in ada site 10, the implant had not yet achieved osseointegration. Clinician reports an infection, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 3.5 months after the dental implant and crown/abutment were placed in ada site 10, the implant had not yet achieved osseointegration. Clinician reports an infection, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.